Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. E1: (B)(6). Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on (B)(6) 2026 against lot number 6003142 and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, malfunction cannot be determined. The review confirmed that lot 6003142 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on (B)(6) 2026 against lot number criteria equal 6003142 and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, malfunction cannot be determined. The count of complaints is 3. The complaints numbers are complaint (B)(4), complaint (B)(4), complaint (B)(4). Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other seven records were previously closed and are not applicable to this investigation. See attachment similar complaints lot 6003142.pdf. Device history record (DHR) review: the lot 6003142 was manufactured according to the work instruction (wi) and packaging in the multivac 12, on 10 sep 2023 with a total of (B)(4) units. The sub-assembly the lot 3h04070 was manufactured according to the work instruction (wi) and manufactured in quickset line, on 09 sep 2023, with a total of (B)(4) units. The sub assembly, gluing of tubing, the lot 3h04054 was manufactured according to the work instruction (wi) and manufactured in the machines mp08, on 05 sep 2023, with a total of (B)(4) units. The device history record (DHR) was reviewed. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements, no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Return samples testing: returned samples from the relevant lot were requested, however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose level, confusion, weakness, headache and dizzy thirsty and hospitalized and treated with insulin drip on (B)(6) 2024.